Event description:
Terumo medical corporation received the following information: it was reported that a tr band had an air leak issue. This event was discovered through a social media thread.

Manufacturer narrative:
A1: patient identifier: unknown. A2: age or date of birth: unknown. A3a: sex: unknown. A4: weight: unknown. A5: ethnicity: unknown. A6: race: unknown. B3: date of event: unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: unknown. E1: establishment address: unknown. E1: phone number: unknown. E2: health professional: unknown. E3: occupation: unknown. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.